Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that dislodgement and high capture threshold were observed on the left ventricular lead. X-ray imaging confirmed dislodgement of the lead. No other electrical anomalies were noted as a result of the dislodgement. The lead was explanted and replaced. The patient¿s condition before, during and post procedure was stable.